Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a cracked downstream occlusion seal. Functional testing was able to duplicate the reported problem. It was determined that the downstream occlusion seal was the root cause and was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device occlusion sensor pad is split. There was no patient involvement.